Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm; model: sc-3138-35 serial: (B)(4), description: scs phiii ext 35cm; model: sc-2218-70 serial:(B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The patient experienced drainage of pus at the ipg site. The patient believes that the infection led to swelling in her brain and a craniotomy. The patient was placed on antibiotics and the issue resolved. The event was not assessed as device related.

Manufacturer narrative:
Additional information was received that the onset date was shortly before the explant procedure. No further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The patient experienced drainage of pus at the ipg site. The patient believes that the infection led to swelling in her brain and a craniotomy. The patient was placed on antibiotics and the issue resolved. The event was not assessed as device related.